Event description:
Customer reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer will use multiple daily injections as backup therapy to ensure insulin delivery is not interrupted. A replacement pump with updated software was sent, and the customer received guidance on using the new pump and returning the problematic one.